Manufacturer narrative:
H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The patient's explanted generator and lead were returned due to unknown reasons. Product analysis was completed on the returned generator and high impedance was observed on (B)(6) 2025. As the explant date is unknown, it is not clear at this time whether the high impedance was seen after explant or while the device was still implanted. Product analysis for the lead is still underway. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.